Event description:
It was reported that the pt would have a pocket revision due to weight gain and difficulty charging the implant. During the procedure, the surgeon discovered that the pt had not charged the implant the evening before as instructed. The surgeon replaced the pt's implant and revised the location of the pt's pocket.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.